Manufacturer narrative:
Problem code 2944 captures the reportable event of foreign material present in device. Investigation results: visual evaluation of the returned device revealed that the device had a hair inside the sealed pouch. Based on the information available and the analysis performed, the most probable root cause is manufacturing deficiency. An investigation was opened to address the failure of foreign matter inside the sealed pouch issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was to be used in an unknown procedure performed on (B)(6) 2019. According to the complainant, hair found inside the product packaging. No patient complications have been reported as a result of this event. Additional information received on march 19, 2019. Reportedly, the issue was noted on stock and there is no patient involved. There were no damages noted with the inner sterile pouch and the inner seal package was not compromised.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was to be used in an unknown procedure performed on (B)(6) 2019. According to the complainant, hair found inside the product packaging. No patient complications have been reported as a result of this event. Additional information received on march 19, 2019 reportedly, the issue was noted on stock and there is no patient involved. There were no damages noted with the inner sterile pouch and the inner seal package was not compromised.

Manufacturer narrative:
Problem code 2944 captures the reportable event of foreign material present in device. The complaint device was not returned by the customer. However, the photo of the product was visually inspected and it was noted that a foreign material (hair) was present inside the packaging. No patient complications were reported due to this event. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Since the device was not returned for proper evaluation, all compiled information on this investigation determined that the most probable cause of the reported complaint is cause not established. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was to be used in an unknown procedure performed on (B)(6) 2019. According to the complainant, hair found inside the product packaging. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.